Manufacturer narrative:
The customer was sent a replacement pump. The customer was contacted on 08/14/2017 via email and responded on 08/22/2017 with additional information. The customer was diagnosed with mastitis by her obgyn on (B)(6) 2017. She was prescribed an antibiotic for 10 days. The mastitis started with a clogged duct. She did see a lactation consultant and was told that she was using the correct size breastshield. She received the replacement pump and it is working well. She did have recurrent clogged ducts, but no more instances of mastitis. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 08/11/2017, the customer reported that she boiled the bottles, caps and breast shields for her pump in style breast pump and melted all of the parts. She also alleged that she had an infection a few months ago, went to the doctor at the end of april and was diagnosed with mastitis and prescribed an antibiotic. The customer reported that she was also treated for thrush but never diagnosed with it. The customer has gone through the medication and no longer has any infections.